Event description:
It was reported that pump experienced malfunction that prevented it from entering storage mode despite showing that it was charging, and caller also reported button and charging issues. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump and planned to rely on mobile app to interact and deliver doses as needed, while technical support provided pump reset instructions, confirmed warranty and shipment details, and arranged shipment of replacement pump with instructions to deplete battery, return malfunctioning pump within 10 days using provided materials, and set up pump settings and continuous glucose sensor on replacement pump.